Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the upper arm. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.